Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his son experienced high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was 444 mg/dl at the time of call. The customer's mother stated that his son had blood glucose of 440 mg/dl and got treated with manual injection. The customer's mother stated that the needles would not stay in and would either get jammed in too far or leak around. The customer's mother was unable to complete the troubleshooting due to call was dropped. The insulin pump will not be returned for analysis.